Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could be confirmed. Upon further device analysis it was found that the upstream occlusion(uso) seal was found buckled. The uso was replaced.

Event description:
It was found during the device analysis that the upstream occlusion(uso) seal was found buckled. This could lead to a reportable event. Based on the investigation findings the file is considered reportable.